Event description:
It was reported that the device was explanted after implant duration of approximately 74.8 months, due to aortic insufficiency, secondary to paravalvular leak. The valve was replaced with another edwards device, and reportedly "left the operating room to go to the ICU in stable condition having tolerated the procedure well. There were no complications."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The DHR review is currently in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. As received, the valve exhibits cut out in the tissue of all three leaflets. The section that missing, possibly for pathology testing, measure to approximately 3mm at the free margin by 9mm into the cusp area at leaflets 1 and 3, and 5mm along the free margin by 9mm into the cusp area of leaflet 2. Minimal to moderate host tissue overgrowth is detected at the tissue outflow; it encroached onto the tissue and into the orifice by 2mm. Host tissue overgrowth is moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates commissure 3 flared out most likely due to explant.